Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic appendectomy. Event description: cff03 retention disk was found between patient's skin and subcutaneous tissue after removing trocar. The retention disk was removed from patient using forceps. No mention of patient injury. Additional information received via email 21mar2022 from account manager: lot number of the device is unknown. Product is available for return. Type of intervention: the retention disk was removed from patient using forceps. Patient status: no mention of patient injury.

Event description:
Procedure performed: laparoscopic appendectomy. Event description: cff03 retention disk was found between patient's skin and subcutaneous tissue after removing trocar. The retention disk was removed from patient using forceps. No mention of patient injury. Additional information received via email 21mar2022 from account manager: lot number of the device is unknown. Additional information received via email 23mar2022 from account manager: hospital staff report the incident was "just error made by the surgeon and not an issue with the product". Additional information received via email 28mar2022 from account manager: there is no additional information. Hospital staff report, "the product worked, the surgeon just made a mistake." Product is available for return. Type of intervention: the retention disk was removed from patient using forceps. Patient status: no mention of patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event, it is possible that the separation of the retention disc was caused by user error and there was no product malfunction. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.